Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for investigation. The complaint device was visually inspected. Results: visual inspection of the complaint circuit revealed that the expiratory limb was split. The area around the split was found to be softer than the remaining tube. Conclusion: we were unable to determine what may have caused the damage found to the complaint circuit. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the damage occurred to the circuit after it was released for distribution. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the rt266 infant dual heated evaqua2 breathing circuit failed the leak test of the vn500 ventilator when checked before use. The medical engineer reported pin holes on the expiratory limb of the complaint circuit. No patient consequence was reported.